Manufacturer narrative:
Citation: akao k, imamura t, tanaka s, et al. Prognostic implication of intestinal wall edema in patients with aortic stenosis receiving trans-catheter aortic valve replacement. J clin med. 2023;12(24):7658. Published 2023 dec 13. Doi:10.3390/jcm12247658 earliest date of publication used for date of event. Medtronic products referenced: corevalve (product code npt, PMA# p130021) / evolut r (product code npt, PMA# p130021). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the prognostic implication of colon wall thickness (cwt) in patients with severe aortic stenosis undergoing transcatheter aortic valve replacement (tavr). Medtronic corevalve/evolut r and non-medtronic sapien xt/sapien 3 valve types were implanted in the study population of 345 patients. The authors observed 21 deaths during the two-year follow-up period after tavr. No evidence was presented to suggest that a medtronic valve or its function contributed to any of the deaths. Other adverse outcomes included: hospital readmissions due to heart failure. No additional adverse outcomes were noted. In the study, the authors found that baseline cwt emerged as an independent predictor for the occurrence of death and readmission due to heart failure but cautioned that causality between cwt and the outcomes remains uncertain.